Manufacturer narrative:
The device history record was not reviewed, as the lot number was unknown. The sample was not returned, as it remains implanted. Without patient information or details of the initial placement, the results of this investigation are inconclusive.

Event description:
It was reported that one of the filter's upper arms was pointing cephalad, parallel to the cava wall. This was noted prior to an attempted routine filter removal. The filter remains implanted and no procedure scheduled to remove. Patient is fine.